Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b1, b2, b3, d4, d5, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-nov-2021 to 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a software glitch could have prevented users from accessing the required medication. The technical support specialist that evaluated the device noted that naloxone had not been accessed since august and that there were pending expired items in the system, this could have potentially prevented items from displaying as results when the user attempted to search for them. The technical support specialist resolved case by providing investigation notes. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that during an event on (B)(6) 2023, a pyxis medstation es system did not display a list of available medication when searching for flumazenil and naloxone and requested an investigation into this issue on a complaint filed opened on november 2, 2023. The customer later confirmed (december 27, 2023), that the previously referenced event was a cardiac catheterization and users were attempting to remove reversal agents from the pyxis as the patient had already received moderate sedation. The customer added that no patient harm occurred as emergency medications were obtained from an alternate source. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that during an event on (B)(6) 2023, a pyxis medstation es system did not display a list of available medication when searching for flumazenil and naloxone and requested an investigation into this issue on a complaint filed opened on (B)(6) 2023. The customer later confirmed (B)(6) 2023, that the previously referenced event was a cardiac catheterization and users were attempting to remove reversal agents from the pyxis as the patient had already received moderate sedation. The customer added that no patient harm occurred as emergency medications were obtained from an alternate source. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that software glitch could have prevented users from accessing the required medication. The technical support specialist that evaluated the device noted that naloxone had not been accessed since august and that there were pending expired items in the system, this could have potentially prevented items from displaying as results when the user attempted to search for them. These findings were presented to the customer who agreed to close the complaint file because the behavior did not repeat itself.